Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The 3.5x8 mm nc trek balloon was being used for post-dilatation of a vision stent which had been deployed successfully in the lesion. No resistance was felt during advancement of the balloon to the lesion; however, when pressure was applied at 16 atmospheres the balloon did not inflate. After the balloon catheter was retracted from the patient without issue, an attempt was made to inflate the balloon again; however, it still would not inflate and no leaks were noted in the balloon or the shaft of the device. A new balloon catheter was used successfully to complete the post-dilatation. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.